Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) further investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The subject device was not returned to olympus for evaluation. Based on the results of the investigation, a relationship between the subject device and the reported adverse event could not be identified. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ this supplemental report includes a correction to a6 and b1 to provide information that was inadvertently not included in the previous submission. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after a colonoscopy the patient developed an infection. The patient had pain/discomfort on his side for a while after the procedure. Then, he felt pressure and something "pop." He ran a fever and then went to the hospital and was hospitalized from (B)(6) 2024. While in the hospital for the infection, his doctor said the infection was due to the colonoscopy. While in the hospital, the patient received several transfusions, of unknown types. The patient had a severe allergic reaction (to an unknown irritant) that affected his eyes and went temporarily blind while in the hospital. The patient has been since released. Additional information was requested multiple times but was not provided.